Manufacturer narrative:
Correction: patient date of birth it was stated that the balloon had been inflated and hence, was left inside the lad. It was further stated that the patient had been completely asymptomatic throughout and stable since this ppci. Additional information: during a procedure an attempt was made to use one 2.0x10mm euphora rx ptca balloon catheter to treat a lesion exhibiting 100% occlusion in the lad. There was no damage noted to the device packaging. It was stated that 8-10 atm inflation pressure was applied to the balloon. It was noted that the user observed the inflation of the balloon when pressurized at the lesion site. It was indicated that the lesion successfully opened with the use of the euphora device with flow being restored in the vessel. It was stated that the sleeve was retrieved from the artery at the time of CABG approximately 3 weeks later. It was confirmed that the person preparing the balloon was experienced and/or trained in the preparation of balloon catheters. It was commented that the design is poor, with it being stated that the red sleeve is so thin and, in the physicians opinion, unusual. The stylet was removed by the registrar but the sleeve was not. Event date gender relevant history (b7) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: adverse event and product problem selected intervention required ticked annex e, annex f codes added the patient date of birth provided in regulatory report # 9612164-2020-03936 was incorrect. The patient's date of birth is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image analysis: review of the procedural images provided confirm the total occlusion of the mid left anterior descending (lad) artery. It was observed that a short balloon, most likely the 2.0 x 10mm euphora the balloon was advanced over the pci wire and was delivered to the target lesion at the site of the occlusion in the lad. Partial flow was restored to the mid and distal lad post multiple balloon inflations. There is a 45 minute gap in the images provide and it is not known what treatment occurred in that period. But the vessel appeared to re-occlude and it required additional ballooning with a larger balloon. Complete perfusion post balloon inflation was confirmed. There was no issue with the balloon deliverance observed on the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one euphora rx ptca balloon catheter to treat a lesion in the lad. It was reported that the balloon sheath was delivered with the balloon over the pci wire without resistant ,or force, and delivered to lad during a pci. It was later noticed and the cover was found during CABG as a foreign body in the lad. The patient came to no harm, and no patient injury was reported.